Manufacturer narrative:
Product was explanted and discarded. Facility could not provide the product information that was used. No lot number provided.

Event description:
The caller stated that the surgeons directed the staff to use a vaseline gauze over the graft. However, she stated that the vaseline has grown into the graft and that it had to be removed. (B)(6) 2021 spoke to rn (B)(6). Product is not being returned. Patient had an open hysterectomy and formed fistula and wound dehisence. Strattice was used to repair but they could not keep the graft moist with multiple types of products. Strattice was removed. Patient is non-compliant with her post op care.